Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus pen skipped a spot across the screen under the model select screen due to the bezel overlay assembly. The screen fell forward; the lower display hinges found out of mechanical specification. It was noted the display flex cable was damaged along edge. (B)(4).

Event description:
It was reported the stylus pen does not work intermittently. The connection was checked many times and the pen replaced twice. It was also reported the screen falls forward. The programmer was returned for repair. No patient complications have been reported as a result of this event.